Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/30/2016 the reporter contacted animas alleging that on (B)(6) 2016, the patient experienced a blood glucose (bg) reading of 750 mg/dl with excess urination and extreme thirst. The patient was hospitalized and treated by the health care provider with intravenous fluids and insulin via injection. During troubleshooting with customer technical support, the report noted that the patient was taking trulicity injections around the time of the event per their health care provider; however, the reporter could not state if this had any effect on the event. The health care provider had also allegedly adjusted the pump bolus settings. The reporter also indicated that the pump insulin to carbohydrate (I:c) ratio had required adjustment. The patient reportedly remained on insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to user error, as the insulin to carbohydrate ratios were incorrect in the pump and the bolus settings required adjustment.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: no defect found. The last basal delivery was on (B)(6) 2016. The last bolus delivery was 3.45u bolus on (B)(6) 2016 at 11:04. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.